Event description:
Arjo became aware of the event involving the citadel plus bed frame. Allegedly, the wheels located under the head section of the bed were not in contact with the floor. The bed was resting on the power drive wheels and the wheels located under the foot section causing that the bed was unstable and easily moved laterally when the caster brakes were locked. When the patient was transferred from one bed to another the bed tilted towards the backrest section of the bed and the patient fell off the bed and hit his head. The patient sustained subdural hematoma (serious head injury).

Manufacturer narrative:
The investigation is ongoing. Conclusions will be provided in the final report.